Manufacturer narrative:
Manufacturer¿s investigation conclusion: a review of the submitted log files confirmed pulsatitliy index (pi) events; however, a specific cause for these events could not be conclusively determined. A direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events cannot be conclusively determined through this evaluation. It was reported that the patient experienced chest tightness/ chest suction sensations. The patient felt a little bit dry too and drank more fluids the past two days. A review of the submitted log files captured numerous pi events that filled the majority of the controller event log file and would have overwritten older data, per design. No other unusual alarms or events were captured and the device appeared to be operating as expected at the set speed. Per additional information, a cause for the patient's symptoms was not identified. No diagnostic testing was performed and the patient was encouraged to liberalize fluid intake. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), revision b is currently available. Section 1 of the IFU, ¿introduction¿, lists the adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 1, ¿introduction,¿ and section 6, ¿patient care and management,¿ outline all pump parameters, including pump speed and pi. Section 1 also notes that the heartmate 3 employs a feature called artificial pulse. Although the clinician will set only a single speed, the rotor speed will periodically depart from this value (2000 rpm above and 2000 rpm below the set speed) in order to contribute a flow disruption that in some ways mimics native cardiac contractility. Section 1, ¿introduction,¿ provides an explanation of each of the pump parameters, including pulsatility index (pi), and pump flow. Under ¿pulsatility index (pi)¿, this section explains: ¿the pi calculation represents cardiac pulsatility. Pi values typically range from 1 to 10. In general, the magnitude of the pi value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (i.e., the pump is providing less support to the left ventricle). Lower values indicate less ventricular filling and lower pulsatility (i.e., the pump is providing greater support and further unloading the ventricle).¿ section 4 explains that pi events are assumed by the system during cases when there are sudden and substantial changes in the pulsatility index. These events are also referred to as pi events and may be initiated for reasons other than true pi events. Some reasons include sudden changes in a patient¿s volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed. If the system detects a pi event, the pump speed automatically drops to the low-speed limit and slowly ramps back up at a rate of 100 rpm per second to the fixed speed setpoint. It is also noted that the system monitor displays the pump speed in revolutions per minute (rpm). This value matches the actual speed within ±100 rpm under nominal conditions. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient experienced chest tightness/chest suction sensation starting on (B)(6) 2024 through (B)(6) 2024. Log files were sent for review and parameters appeared stable throughout the log file, but it was noted that the pulsatility index (pi) values were on the low side at times in the upper 1 range. The customer noted the patient felt dry, and they also noted a few speeds drops on (B)(6) 2024. The patient was encouraged to liberalize fluid intake to resolve symptoms. A cause for the patient's symptoms was not determined and no suction event was confirmed. No diagnostic testing was done, and the patient remained out of the hospital with ongoing regular follow-up.